Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device (a) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead that the clips no close as intended and to be ejected. The batch record was reviewed and no anomalies were noted during the manufacturing process. The device (b) was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional and empty. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead that the clips no close as intended and to be ejected. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the lock lever was noted damaged causing the lockout failure. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9l99e expiration date: 09/2015 manufacturing date: 10/2010 (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both devices the clips were not closing onto the tissue. A third device was used to complete the procedure. No adverse consequences reported.